Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: a naviflex delivery system was returned for analysis. A visual examination of the returned device found the guide catheter detached from the device. Additionally, the pull wire and the guide catheter were kinked. Microscopic examination was performed, during which the hypotube was observed to be in good condition with no signs of structural damage or deformation. Product analysis confirmed the reported event of catheter guide break. The investigation determined that the reported event and additional observed damage were most likely caused by conditions encountered during the procedure. Both the guide catheter and the pull wire were found kinked, and the guide catheter detached during the procedure. The guide catheter may have become lodged within the push catheter or the endoscope. Attempts to free the device, potentially involving the application of excessive force, may have resulted in further kinking of the pull wire while the guide catheter remained entrapped. These conditions most likely led to detachment of the guide catheter during the procedure. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be used during an endoscopic retrograde biliary drainage (erbd) with stent implant procedure performed on (B)(6) 2025. During the procedure, it was observed that the inner sheath of the device was separated. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was to be used during an endoscopic retrograde biliary drainage (erbd) with stent implant procedure performed on (B)(6), 2025. During the procedure, it was observed that the inner sheath of the device was separated. There were no patient complications as a result of this event.